Event description:
It was reported that pump experienced malfunction with code 16, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer did not receive field correction notice, so technical support confirmed contact information, resent notice, and completed required form on customer¿s behalf, then provided pump reset instructions, assisted with reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction occurred again.